Event description:
It was reported that a patient underwent a smart touch unidirectional procedure with a smart touch unidirectional catheter. During the bwi failure analysis, it was found that the external surface of the pebax had a pinhole. It was originally reported that during the procedure, there was no catheter detection. The catheter was not detectable on the carto 3 system (no visible signal endocardial ECG). The changed the catheter and the procedure was completed with no patient consequence. This issue is highly detectable and was assessed as not reportable. The bwi failure analysis lab received the device and during the first visual inspection, it was found that the pebax appeared to have surface damage. After first visual inspection this issue was assessed as not reportable as there was no exposed inner components, the pebax was not compromised and no patient consequences were reported. After further analysis, on (B)(6) 2015 it was found that the pebax has a pinhole. This event was originally considered non-reportable, however, bwi became aware of the pinhole on the pebax and have reassessed the event as reportable. The awareness date for this record is (B)(6) 2015.

Manufacturer narrative:
(B)(4). The returned device was visually inspected and the pebax appeared to be damaged on the surface with no evidence of cuts. A scanning electron microscope (sem) testing was performed over the pebax area of the catheter. Results showed that the external surface of the pebax at the pinhole exhibited evidence of scratches and mechanical damage. It is possible that an unknown object made a cut in the pebax. An internal corrective action has been opened to investigate this issue. The pebax section is 100% inspected on all catheters before leaving the facility. Then the catheter was tested per the reported event on eeprom and carto test and the catheter passed eeprom test but failed carto test. The catheter was then dissected and it was determined that the root cause was a short of welding between pc boar components. The catheter was also tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. An internal corrective action has been opened to investigate the potential pcb issues/intermittency. And an internal corrective action has been opened to investigate pebax issues on smart touch.